Event description:
It was reported that the patient could not feel stimulation, even with the amplitude set to 10.5v, and experienced a loss of effect leading to less than 50% therapy relief. Impedances over 4,000 ohms were noted on both leads. The ins was nearing battery depletion, so the hcp decided to replace all items. It was later reported that there was no patient injury and the patient recovered without sequela.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Product ID: 7495-25 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 7495-25 lot# serial# (B)(4), implanted: 2000 (B)(6), explanted: 2013 (B)(6), product type extension product ID: 3487a lot# l76870, implanted: 2000 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 3487a lot# j0000016v, implanted: 2000 (B)(6), explanted: 2013 (B)(6), product type lead product ID: 7435 lot# serial# (B)(4), implanted: 2000 (B)(6), product type programmer, patient product ID: neu_tlock_anchor, product type accessory product ID: neu_tlock_anchor, product type accessory. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Analysis of the implantable neurostimulator (ins) revealed no significant anomaly, but it was noted the ins was at normal end of life and telemetry and output were okay. Analysis of the leads (model 7495-25, serial # (B)(4)) revealed no anomalies. Analysis of the lead (model 3487a, lot # l76870) revealed the proximal end was broken. Analysis of the lead (model 3487a, lot # j0000016v) revealed the conductor was broken at the twist lock anchor site. Analysis of the anchors revealed no significant anomalies, but it was noted there were suspected tool marks on the anchors. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.